Event description:
It was reported that the patient had repeated low voltage alarms on (B)(6) 2026 and (B)(6) 2026. Multiple battery clips were changed. The system controller was exchanged. Log files would be sent during next clinic visit. The system controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the reported event of irregular low voltage alarms on (B)(6) 2026 and (B)(6) 2025. No log files were submitted for review, and no product was returned for further analysis. Provided information indicates multiple clips and the system controller were exchanged as part of troubleshooting to resolve the intermittent alarms. Additional information confirmed the system controller exchange resolved the intermittent alarms, the serial number of the exchanged system controller is unknown, and it was indicated no product would be returning for further analysis. A root cause for the reported event could not be determined off the information provided. No serial or lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. A) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had repeated low voltage alarms on (B)(6) 2025 and (B)(6) 2025. Multiple battery clips were changed. The system controller was exchanged. Log files would be sent during next clinic visit. The system controller exchange resolved the alarms.